Event description:
The pt was taking an unspecified medication via a humapen ergo burgundy/clear pen body (lot 40104) for an unk indication. It was unk if the person operating the device was the pt or if the operator of the device was trained. The pt reported that the device was not working. This humapen ergo complaint is the device was returned to the company in 2005. Ans initial analysis by the affiliate quality control dept found: one broken engagement tab. The remaining engagement tab was severely cracked and damaged and was considered broken. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the manufacturer for add'l eval.